Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems and vaginal scarring. It was reported that patient underwent excision of vaginal mesh for mesh erosion on (B)(6) 2007. She then underwent a complete removal of vaginal mesh for penetration of the vaginal wall on (B)(6) 2012. (B)(4) - urinary problems.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mesh and polyform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.